Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch kgz066, expiration date: 05/31/2018. Date of mfg.: 06/09/2016; batch kgm168, expiration date: 05/31/2018. Date of mfg.: 06/02/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? ¿no information. What was the condition of the tissue (normal, diseased, weakened)? ¿no information. Was the fixation tab intact when the suture was placed in the patient? ¿yes, it was. How much of the incision was open / dehiscence(in cm)? ¿no information. What is the surgeon opinion as to relationship of the suture contributed to the symptoms? ¿the suture caused the wound dehiscence. What was the date of the second procedure? ¿(B)(6) 2017. Can you describe the appearance of the stratafix suture during second procedure? ¿the suture was broken around the middle of the surgical wound. The broken sutures had become loose from the broken point to the both directions (i.e. The direction from the broken point to the starting point of suturing, and the direction from the broken point to the end point of suturing.) Did the stratafix suture break, if so, where (termination, middle, end)? ¿.the stratafix suture broke around the middle. Do you have any photos of the broken suture during second procedure? ¿no, we don¿t. What are the patient weight, bmi and medical history? ¿no information. Was the stratafix suture left in place or explanted during second procedure? ¿no information. Do you have any samples of possible lots kgm168 or kgz066 for evaluation? ¿no, we don¿t. What is the current condition of the patient? ¿he was in the hospital as of (B)(6) 2017. The condition is good.

Event description:
It was reported that the patient underwent total knee arthroplasty with medial parapatellar approach on an unknown date and barbed suture was used. The pitch of the stitch was 1cm, and back stitched all the way. After the operation, the patient became to be able to bend the knee until 130 degree due to rehabilitation. The patient was discharged from the hospital. Two weeks after the operation, the patient tried to ride on a bicycle. However, the patient slipped on the pedal, then bent the knee more than 130 degrees. At that time, the affected surgical wound was opened. During a reoperation on (B)(6) 2017, it was found that the suture had been broken around the middle of the wound, and the suture had become loose from the broken point to both sides. The wound was re-sutured finely with another device by interrupted suture. The surgeon opined that the barbed suture caused the wound dehiscence. The patient is currently in the hospital as of (B)(6) 2017 and the patient¿s condition is good. Rehabilitation is scheduled. No additional information was provided.